Manufacturer narrative:
The manufacturer previously reported information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by the manufacturer. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm/error code was duplicated during an operational check. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). Restoration work was performed as corrective action and the machine flow sensor was replaced to prevent recurrence as a precaution. The reported failure of a ventilator inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of trilogy evo for ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.